Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the zimmer air dermatome hose was set up for use in theatres (commented to compressed air cylinder-cylinder regulator opened). Theatre staff heard a 'loud pop' and noticed that the air hose was 'herniated' (bulging and looking like it was going to burst). Theatre staff was evacuated for safety while the air supply was turned off and the device was removed from theatres. There was no report of injury or medical intervention associated with the incident.